Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain, disability, impairment, disfigurement, emotional distress, impaired physical relations with her spouse, and loss of enjoyment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.